Manufacturer narrative:
The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The product was received for evaluation. Visual and functional testing were performed. The device physical condition was good. The reported problem was confirmed. The root cause of the reported issue was found to be kinked carbon dioxide (co2) tubing caused by the design. The kinked tubing was replaced. Subject matter expert (sme) noted, the reported problem has been partially edited by the subject matter expert for clarity. Trends have been identified related to this type of failure and further analysis identified the design to be a contributing factor as the location of the restrictor in the tubing does not allow the tubing a proper curve line and results in a kink. No corrective action will be recommended at this time, however trend data are being discussed and the issue has been escalated for review. There are regular analyses of complaint data and trends and actions are taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that there was a constant occlusion alarm. No patient injury was reported.